Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2026, after the patient¿s medication at the implanted port had been changed, the nurse proceeded to insert the powerloc safety infusion set in the standard manner. Although the cannula was positioned correctly, no backflow was observed. Upon observation, it was determined that the device became loose below the cannula hub, preventing the cannula from reaching sufficient depth and resulting in the absence of backflow. The damaged powerloc safety infusion set was removed and replaced with a new one. After reinsertion, backflow was observed upon aspiration, and the patient received the infusion treatment as normal. No further details provided.